Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the bulb that indicates a/c power on the perfusion system was burned out. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) has a bulb on order and the issue did not affect clinical use of the device.